Event description:
Caller reported an incident of hyperglycemia requiring professional medical treatment at a time when the aviva meter was unavailable for use due to error within specifications. A request was made for the return of the system and a replacement was sent.